Event description:
The customer stated that the insulin pump does not deliver insulin accurately. The customer felt that sometimes it delivers too much, and other times not enough. Advised the customer of the bolus wizard feature, and how it works in regards to active insulin. The customer was not comfortable with the insulin pump, and felt that it was not calculating correctly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.